Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed. The root cause for the cut trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt cannot complete incoming functionality testing.